Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases fold, and a curved opening on radius. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified two sharp crease openings on the radius, wear abrasion, and stress marks. Based on the device analysis, the final assessment was two sharp crease openings on the radius assessed as fold flaw opening.

Event description:
Device has been explanted.